Event description:
It was reported that the customer's pump was "not functioning". No additional information was provided by the customer. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.